Event description:
It was reported that the glenosphere head became dislodged following a shoulder arthroplasty, necessitating reoperation approximately three months post-implantation. During postoperative follow-up, the dislodgement was identified, and during the reoperation the central screw was retightened and the glenosphere head was reinserted. The reported cause was that the central screw had not been inserted to a sufficient depth during the initial surgery. The patient underwent reoperation with successful completion of the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: comp rvrs 25mm bsplt ha+adptr cat# 010000589 lot# 67243846. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.